Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that a crack was found in the pump connecting tube, and the pump was replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for cx 18cm is(B)(4). UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that a crack was found in the pump connecting tube, and the pump was replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for cx 18cm is (B)(4). UDI field (d4) concomitant product UDI for reservoir is (B)(4). Upon receipt at the quality assurance laboratory, the returned pump underwent a comprehensive evaluation. Microscopic inspection revealed that the ms pump tubing had been cut down to the pump block; the tubing itself was not returned for analysis. The ms pump successfully passed both the leak test and functional testing. Based on the available information and analysis results, the reported allegations of a mechanical issue and a tubing hole/perforation could not be confirmed. Therefore, a conclusion code of cause not established was assigned to this investigation.